Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A conclusive root cause of the valve being positioned ¿too low¿ could not be determined from the limited information available. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl resulted due to suboptimal position as the valve was positioned ¿too low¿, as it was reported. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). The final implant depth for this valve is unknown. In this case, a second valve (valve in valve) was implanted successfully with no other adverse patient effects reported. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, the valve was position too low resulting in moderate paravalvular leak. A second valve was implanted successfully valve-in-valve with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.